Event description:
During an in clinic follow up, when interrogating the device, the physician changed polarity of device to measure the threshold. The threshold unipolarly was worse and the device had loss of capture. The physician had anticipated this and pressed the vvi button on merlin programmer, the merlin programmer software crashed and this resulted in a loss of capture. The patient was not pacemaker dependent and was stable.